Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of the tubing of an interlink system continu-flo solution set with control-a-flo regulator became disconnected from the flow regulator. It was further reported that ¿it looked like there was no adhesive bond at all¿. This event occurred during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. During visual examination, the tubing was observed separated from the flow regulator. Upon further inspection, there was inconsistent solvent application on the tubing. The reported condition was verified. The cause was due to human processing error. Preventative measures are in place related to this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.